Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during an endoscopic mucosal resection (emr) procedure. According to the complainant, during the procedure the snare loop could not be extended from the sheath. No bends or kinks were noted along the proximal part of the plastic sheath, and no issues were reported regarding how the handle functioned. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results: working length detached.

Manufacturer narrative:
(B)(4). The returned device presented with the catheter sheath detached from the handle mechanism, which prevented the snare from retracting and extending as intended. Analysis of the catheter sheath found that the proximal end of the catheter was flared out, which resulted in the detachment. The condition of the returned device was consistent with the complaint that the snare loop failed to extend; the complaint was confirmed. There are controls in the manufacturing process that exist to limit product performance issues. The root cause for the reported event could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted.